Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to pocket erosion with infection. A new system was implanted. There were no additional adverse patient effects reported. This rv was explanted.